Event description:
It was reported to philips that intermittently the system was unable to start up. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc failed to start up sporadically. Troubleshooting determined that the bios battery of the host pc was low. The fse replaced the bios battery. After replacement of the battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.